Manufacturer narrative:
The system was examined and the reported event was replicated. The printed circuit board (pcb) was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on june 7, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the pcb. However, without a sample, the component level root cause cannot be determined at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for surgery, the system shut down. The scheduled case was not impacted.